Event description:
Received notice of complaint concerning above product from chief technician. States that during a treatment, the saline side arm disconnected from the main line tubing. Estimated blood loss was between 50-100cc, from loss of the arterial blood line only. Spoke with the charge nurse who reported that the patient remained stable during the event, no other injury reported. States that this was fifth use for this bloodline, was used without incident for four treatments. The actual main line tubing was discarded, but the chief technician states that he has the saline side arm. A response letter and a mailer have been sent to the user facility. A medwatch form has been filed based on blood loss.